Event description:
While inserting the fast-cath 7f introducer into the pt, the physician noted a space or crack in the cath-lock cap near the top portion of the introducer. The device was removed and replaced with another and the procedure was completed without incident.